Event description:
It was reported that during a lap nephrectomy procedure, the device did not cut but stapled. The case was converted to an open procedure. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the surgeon said that because of the alleged product failure the incision to remove the kidney was created earlier than expected in the surgery and slightly bigger than expected. The surgeon noted that he would have made this incision (slightly smaller) later in the case to remove the organ normally, but the alleged product failure required the incision to be made earlier in the case. It was confirmed that the original procedure was a lap nephrectomy and the device had been fired over a metal or resorbable clip from a covidien clip applier. The last third of the staples deployed from the device were unformed. Sales rep did follow-up with the surgeon, surgeon realized that it has been a use error, according to IFU (warnings and precautions): when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Can you please confirm did the device cut but not staple or staple but not cut? Instrument did not staple correctly. Malformed staples in the last third of the staple line. How much larger was the incision as a result of the difficulty with the device? Unk. Did the enlarged incision change the patients post operative course in any way? Change the ultimate result? No. Why did the surgeon fire over clips? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.